Event description:
A performance inspection of a physio-control loaner device found it inoperative on battery power. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the loaner inventory. Further evaluation of the removed power supply assembly at the failure analysis center was unable to duplicate the reported problem.